Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 36 mg/dl and his sensor glucose was 250 mg/dl. The customer treated the low blood glucose with juice and milk. No further information was given regarding the hypoglycemia as the customer originally called to troubleshoot the discrepancies between his sensor glucose and blood glucose readings. The insulin pump was not returned for analysis.